Manufacturer narrative:
Citation: chatterjee, a. Md et al. Transcatheter pulmonary valve implantation: a comprehensive systematic review and meta-analyses of observational studies. Journal of the american heart association. (2017) aug 4;6(8). Pii: e006432 doi 10.1161/jaha.117.006432 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding outcomes of transcatheter pulmonary valve implantation. All data were collected from a meta-analysis review that included articles written before august 31, 2016. Nineteen articles were identified that included 1044 patients, which were implanted with either a melody transcatheter pulmonary valve or a non-medtronic valve. Serial numbers were not provided. Among all patients adverse events included; stent fracture, valve dislodgement, coronary compression, pulmonary artery obstruction, perforation or laceration, stent compression resulting in increased gradient measurements, pulmonary insufficiency and stenosis. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.